Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had experienced a blood glucose over 600 mg/dl with vomiting associated with a rewind issue. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with insulin via injection. The reporter stated that the patient healthcare provider made recent changes to their basal rate and bolus settings. During troubleshooting with customer technical support, it was reported that the piston rod was not retracting. Cts walked the patient through the steps to rewind the pump and the issue was unable to be resolved. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a rewind issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: the black box and alarm history showed no evidence that the pump was not rewinding correctly; no rewind/motor errors were observed. The black box showed an auto off alarm on (B)(6) 2016 at 16:00; deliveries resumed at 16:24. An auto off was recorded on (B)(6) 2016 16:57; deliveries resumed at 07:06. An unexplained power on reset occurred on (B)(6) 2016 at 15:15; deliveries resumed at (B)(6) 2016 at 19:20. The last basal delivery was on recorded on (B)(6) 2016. The total daily doses added up correctly and reflected the user¿s programmed basal rates. No delivery defects were found during delivery accuracy testing. The pump was found to be delivering within the required range and delivering accurately. The pump¿s cover was removed; no intermittent condition was found to the motor flex/assembly. No internal moisture was observed. Investigation did not confirm nor duplicate the alleged rewind issue.